Event description:
The customer reported that the device shows a speaker error. There is no sound even though the motherboard and speakers have already been replaced. It is unknown if the device was in use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A quote for bench repair was provided to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting address state: (B)(6). E1 reporting institution phone#: (B)(6).

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing confirmed that the mainboard is defective. The mainboard was replaced to resolve the issue.